Event description:
During an off-label tavr procedure, the patient underwent a valve in mitral valve, and aortic valve. A second sapien was required due to non coaptation. The patient had a surgical aortic valve and a surgical mitral valve in place. An open surgical approach was performed, with no sheath or bav balloon used. An ascendra 3 delivery system was used. In the existing surgical mitral valve, a 26mm sapien was deployed 50:50. The valve appeared well seated. In the aortic valve, a 26mm sapien was deployed and landed canted, 50:50 on one side and 30:70 aortic/ventricular on the other side. It was thought that the strut from the mitral valve inhibited the aortic valve placement, limiting full engagement and coaptation. A second valve was securely placed more aortic than the first sapien, which landed 80:20 a/v. No further intervention was performed.

Manufacturer narrative:
Reference MDR number 2015691-2014-01175 for failed aortic and mitral surgical valves. Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. Of note, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted surgical valve is not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. In this case, it was reported that the placement of the initial sapien valve may have been inhibited by the struts of the newly placed mitral valve, limiting full engagement and coaptation of the valve. A second valve was placed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.